Event description:
It was reported that the device fractured internally resulting in unretrieved device fragments. A sterling sl balloon catheter was selected for use in an angioplasty procedure of the anterior tibial artery. The target lesion was reported to be 100% stenosed with severe calcification. During the procedure, the calcium in the lesion was too hard for the balloon to inflate fully. After two inflations, it was observed on fluoroscopy that the balloon tip had separated. The fractured tip remained stationary at the chronic total occlusion in the target lesion, and was not removed from the patient. The patient had adequate blood flow from collateral vasculature, so the procedure was cancelled. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).